Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that the surgeon was unable to release the locking cap for matrix 5.5. There was once again a problem releasing the locking cap after it had been tightened with torque. All three procedural methods of loosening the locking cap were tried, including the torque and persuader as well as the torque and counter-torque, but to no avail. The implant was not made available for return by the clinic. No further information was provided. This is report 1 of 1 for complaint (B)(4).